Manufacturer narrative:
All available information was investigated and the reported sgc leak/splash (loss of fluid column during prep) was not confirmed. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar complaints from the lot. Based on information provided and the results of the returned device analysis (unable to confirm the reported issue), a cause for the reported leak/splash (loss of fluid column during device preparation) could not be determined. There is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a patient presented with grade 4 secondary mitral regurgitation (mr) and a broad jet from commissure to commissure for a mitraclip procedure. During device preparation of a steerable guide catheter (sgc), all steps were followed per instructions for use (IFU). The sgc could not hold column while inserting the dilator. There was no patient interaction with the device, and this occurred on the back table. The device was replaced to continue the procedure. The first mitraclip was implanted with no issues. The second mitraclip functioned as intended, but became entangled in the chordae during positioning. Troubleshooting was performed, but the clip could not be freed. It was decided to implant the clip, which could only grasp the anterior leaflet (target was a2/p2). The clip was deployed on one leaflet. The first clip provided stability to the second clip. The mr was reduced to grade 3. There was no clinically significant delay or adverse patient sequelae.